Event description:
Customer reported that pump screen went blank unexpectedly with no power source alert present in pump history prior to incident. There was no adverse impact to the customer¿s blood glucose level. Customer needed to plug pump into power source to restore function, and battery capacity was less than or equal to 20% upon restarting. Reportedly, the customer continued to use the pump for insulin therapy.